Event description:
This is the 4th report from the same facility with a cracked hermetic evd drain special (sp0205) not white clamp, no one way valve, seamless systems. The customer reported a 4th incident involving an evd system that was leaking cerebrospinal fluid. This drain was in the pt for 8 days and cracked at the open/close stopcock. The pt was not mobile and there was no change in pt outcome. The drainage system was exchanged . The system were revised.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.